Manufacturer narrative:
Correction: it was confirmed that chevar was off label during the timeframe when the mdt devices were implanted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; outcomes after endovascular repair of abdominal aortic aneurysm involving the renovisceral arteries: a multi-center follow-up study stackelberg et al, vascular. 27. 170853811983601. 10.1177/1708538119836016. Average age. Average gender if information is provided in the future, a supplemental report will be issued.

Event description:
Unknown medtronic stent graft systems were used for the chevar repair of abdominal aortic aneurysm involving the renovisceral arteries on unknown dates. It was reported from the 30 day follow up to the end of the study patient death occurred. The cause of the 30 day follow deaths related to adverse events such as multiorgan failure, blood loss and mi with other causes of death at different intervals were not reported.